Manufacturer narrative:
Concomitant medial product(s): w3dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that review of remote transmission showed there was low impedance, variable p waves, oversensing far field r-wave (ffrw) and noise on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.